Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number was not provided. A device history lot number review cannot be performed. B1: an adverse event occurred, however, there was no reportable malfunction according to our rml. D4: only di provided as lot number is unknown.

Event description:
The event involved a nicu transpac® it monitoring kit w/30 ml flush device, blood sampling port and 10 cc contamination sheath syringe and it was reported that blood samples that were taken using sampling system appear to be dilute/contaminated that lead to bizarre results deranged leading to inappropriate treatment. The product was in use for 3 hours. There was patient involvement, and patient harm.

Event description:
Update the original ICU aware date, has changed from 1/10 to 1/12. The reporter reported, blood samples that were taken using a sampling system appear to be diluted/contaminated, which led to bizarre results deranged resulting in inappropriate treatment. The product was in use for 3 hours. The product was not re-processed or re-sterilized prior to use. The baby required an additional top-up transfusion due to the increased blood sampling required. Also, there was contamination of the line with blood backtracking from the line, resulting in increased flushing of heparinized saline in an attempt to clear the line. The baby ended up having multiple blood tests, many of which had to be invasive. There was no damage to the product. The product was stored in a drawer in the central store cupboard before being transferred into a drawer in the IV trolley. The baby did not get appropriate and timely management, as they had to wait for formal results to come back from the laboratory. There was patient involvement and patient harm, which resulted in patient death.

Manufacturer narrative:
B2 - outcomes attributed to ae: death. B2 - date of death is required to save the record; however, the date of death is unknown. H1 - type of reportable event: death. Update: b5.